Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit top screen turned white, they turned the unit off, powered back up and everything was back to normal. There was no patient harm.

Event description:
N//a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There were no error codes or faults in the logs. The fse ran the unit for two hours with the same settings, but could not duplicate the problem. The fse inspected all console and display boards. The fse reseated all electrical connections and verified that the unit passed all tests. The iabp was released to the customer.

Event description:
N//a.